Event description:
As reported, through article ''resolution of hemolytic anemia after valve in valve tmvr'', an 82-year-old female with history of 30 mm mitral annuloplasty ring (physio ii) presented with decompensated heart failure. A transesophageal echocardiogram (tee) revealed severe mitral regurgitation (mr). The patient underwent a valve in ring (vir) transcatheter mitral valve replacement (tmvr) with a sapien 3 prosthesis (edwards lifesciences) with mild paravalvular leak (pvl). Subsequent clinical course was complicated by severe hemolytic anemia and acute renal failure. Aggressive valvuloplasty was performed on the s3 prosthesis which reduced pvl to trace. Despite this, patient was readmitted with transfusion dependent hemolytic anemia. To eliminate the flow of blood through the frame of prosthesis, another tmvr was performed (s3 within s3) eliminating all flow through the frame. On 30-day follow up patient's lab work showed stable hemoglobin with remarkable improvement in lactate dehydrogenase (624 from 2,923 units/liter) and renal function (1.49 from 3.69 mg/dl).

Manufacturer narrative:
Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a definitive root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the valve remains implanted.